Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the expert meter "is melting under the screen in the lower right hand corner". No adverse event reported. Requested return of suspect device and replacement was sent.